Event description:
The complainant reported a patient was placed on venoarterial extracorporeal membrane oxygenation (va ECMO) with an impella cp for decompression. While preparing the pump, the device repositioned. Efforts were made to advance the impella, however the impella cannula was observed to be kinked, twisted. The pump was explanted and a new impella device was placed.

Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The product was returned and the cannula kink was confirmed. The root cause of the cannula kink was determined to be wireless re-access which is not permitted with the use of impella cp. The patient was successfully weaned from the impella and the device explanted.